Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
Per the clinic, the patient developed swelling and an infection at the implant site. Subsequently on (B)(6) 2016, the patient was treated with IV antibiotics for a duration of 10 days, resulting in a reduction of fluid at the implant site.